Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on a blue screen. A field service engineer (fse) remoted in and installed eset antivirus software, ran the firewall package, set the credential manager, and updated the wsus status in remote smart service (rss). After reimaging and configuring the station the fse remoted in again and verified that the eset antivirus had updated and registered successfully, with no errors showing. Everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, was stuck on bluescreen and was not booting up. The customer reported that there was no delay, but they unable to issue medication as the device was completely in unused state due to this malfunction. There were no adverse events or injuries reported based on this incident.